Manufacturer narrative:
A review of the device history record was performed on the device; there were no correlations or issues identified regarding manufacturing. There were no non-conformances (ncmrs) identified and no rework or deviations noted against the device. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The device was discarded, but a photo has been provided for analysis. Without the return of the device, a definitive root cause cannot be determined. A supplemental report will be provided upon completion of analysis of the photo. (B)(4).

Event description:
Medtronic received information that four years and seven months post implant of this bioprosthetic valve, the patient presented with dyspnea due to increased gradients, and elevated international normalized ratio (inr) levels. The mean gradient was recorded at 100mm hg and the valve was explanted. The surgeon stated that the leaflets were undamaged, the valve was not stenosed, and pannus formation on the cuff is believed to have caused the observed symptoms. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: medtronic received one photo of the explanted valve. Review of the photo confirmed pannus overgrowth on the inflow of the valve appears to have extended several millimeters out onto the leaflet which would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have led to high gradient.